Event description:
Boston scientific received information that the right ventricular (rv) lead became dislodged after the patient fell in their garden. During the revision procedure, the physician experienced difficulty advancing the lead back into the ventricle due to the patient's anatomy. The physician then pulled the lead out and attempted to re-implant it a second time through an introducer. However, due to the tight space within the clavicle the introducer kinked and the rv lead was damaged. The existing lead was explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.